Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6), UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6), UDI: (B)(4).